Event description:
A caller reported air bubbles or gaps in the system. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.